Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms had occurred over the past month. The customer's blood glucose (bg) level was reported have been over 300 mg/dl. The customer delivered correction boluses. The customer reported having seen the insulin crystalizing and being unable to flow through the tubing. As tandem technical support was not contacted at the time of the reported event, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Reportedly, the customer uses apidra insulin. The customer was instructed that the use of apidra insulin is contraindicated for the t:slim g4 pump.